Event description:
Another MFR stent was pre-mounted on this balloon catheter during subclavian artery stent placement. During deployment of the stent, the stent slipped off the balloon catheter. Stent retrieval utilizing a snare was uneventful. This balloon catheter was used to successfully deploy a second stent without further incident. There were no patient complications involved. The device has been destroyed by the user facility. Therefore, no failure analysis was available. No malfunction of the device was noted. It was indicated this device was used to expand another MFR stent in the vasculature which is not an indicated use of this device. Co believes this contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Certain sizes of the balloon dilatation catheter are also indicated for deployment of a second device and the balloon-expandable stents for the biliary system...any use for procedures other than those indicated in these instructions is not recommended."